Event description:
According to the customer on (B)(6) 2023 "her aunt was using the nebulizer when the device began to smoke from the back portion of the device".

Manufacturer narrative:
According to the customer on (B)(6) 2023 "her aunt was using the nebulizer when the device began to smoke from the back portion of the device". Per the customer her aunt was not able to finish the medication due to the reported incident. Per the customer no serious injury occurred and no medical intervention was required. The customer stated there was no noted physical damage to the device or exposure to water. No additional information is available at this time. The sample was not returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.